Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor reading is usually off by thirty to fourty points compared to the blood glucose readings. Customer mentioned that he had a low blood glucose reading of 48 mg/dl and the sensor was reading 93 mg/dl. Customer also mentioned the alarms were hard to hear, however declined any troubleshooting.